Event description:
The patient experienced upper extremity spasticity. The patient was taken to surgery where the hcp removed the spinal portion of the catheter and replaced it in an effort to place the catheter higher for improved spasticity control. The procedure went without difficulty. A follow-up report will be submitted if additional information becomes available.